Event description:
Reconstruction with gel filled breast implants bil in 2002 (hx radiation to left breast approx 4 yrs ago). Left breast became inflamed and infected leading to an exposed implant on left. Pt underwent removal of infected lt breast implant.